Manufacturer narrative:
Product analysis: at analysis it was determined that the stylus did not align with the cursor. Reseated the connection from the xy to the overlay and was able to calibrate. Due to the poor condition of the case this programmer will be scrapped for salvage. The programmer and head passed incoming tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer needed an unspecified repair. The programmer was returned for trade-in. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.